Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. A manufacturing defect was not identified. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via patient registry that a 27mm was explanted after an implant duration of 6 years, 6 months due to stenosis. A 27mm was implanted in replacement. As reported, patient underwent redo avr + CABG + ascending aorta replacement. Patient's annulus was not heavily calcified and its shape was regular-circular. No annular enlargement was performed. He tolerated the initial operation very well and had no complications. On pod #5, the patient developed cardiac arrest and was taken to the or for exploration. On pod #6, ECMO was initiated due to respiratory failure and unable to oxygenate. The patient was transferred emergently on ECMO to another hospital for higher level of care. The source of the coagulopathy was not able to be found. On pod #8, the family decided to withdraw support and the patient expired due to coagulopathy and pulseless electrical activity.

Manufacturer narrative:
Reference CAPA-20-00141